Event description:
The patient reported a small spot on their incision was still draining. Additionally, the patient reported their lower leg was swollen. Multiple rounds of antibiotics were prescribed and the patient was instructed to elevate their leg as much as possible. As on (B)(6) 2025, the patient is still being seen every week to check the incision. An explant procedure has not been discussed as of yet. No further information is available at this time.

Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incorrect questionnaire was completed. Implanting the device off-label, implanting the device too close to the targeted nerve, and inadvertently puncturing bone or tissue during the procedure have been ruled out. Additionally, the skin with prepped with an antiseptic solution and multiple tunneling attempts between the two incisions have been ruled out. However, poor surgical risks were identified as the patient has a history of lymphedema and surgical healing issues in the past. Lastly, the incision site was not irrigated with an antibiotic solution before closure and the surgical site was improperly closed by used dermabond and steristrips instead of sutures. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The stimulator is used to treat pain. The cause of the reported issue is attributed to three identified root causes: -patient is a poor candidate due to health, weight, age, or mental capacity as the patient is a poor surgical risk (user error-clinician). -surgical issue as the incision site was not irrigated with an antibiotic solution before closure (user error-clinician). -non-compliance to the IFU as the incision site was closed using dermabond and steristrips (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required. Other adverse events issue rates will continue to be tracked and trended.